Event description:
Consumer stated: I swallowed the toothpick part of a placker 3 days ago, it broke off the floss handle. I haven't noticed if I have passed it yet or not. I contacted my doctor and was told it should pass, if I have a sharp pain or shortness of breath to go to the emergency room. My question is will the placker break down in my system or will it pass as it entered? What materials are used to make the placker? Followed up with consumer and he stated: thank you for your response. Great news, it passed!